Event description:
During an attempt to retrieve a stent from an iliac artery, the loop of the snare detached from the snare shaft. The detached loop and the stent were successfully removed with a guidewire. The pt suffered no adverse sequeale.